Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the sensor updating alert due to this customer not using the pump since (B)(6). The customer experienced dka (diabetic ketoacidosis) and was hospitalized due to diabetic ketoacidosis. During the hospitalization the customer tested for ketones and the result of ketones were high ketones. The customer experienced hyperglycemia and blood glucose value when admitted to hospital was 500 mg/dl. The length of hospitalization was less than 24 hours. The customer reported hyperglycemia was treated with intravenous drip and manual injections. The event involved product(s) mmt-1884, mmt-342, mmt-441ag. Troubleshooting was partially performed as customer declined further. It was unknown insulin pump on auto mode or not at the time of high blood glucose event. It was unknown whether the customer using insulin pump system within 48 hours of reported high blood glucose event. No further patient complications were reported. Product return for mmt-1884 is expected and the customer response was the device will be returned. No product return is required for mmt-342. No product return is required for mmt-441ag.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08625 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 26-may-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 26-may-2025 listed on smart solve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week prior to the event date of 26-may-2025, these pump error(s)/alarm(s) were noted: low battery alert was found on: (B)(6) 2025 01:51:00.000. Insert battery alarm was found on: (B)(6) 2025 10:50:52.000, on (B)(6) 2025 11:00:00.000. Pump error 23 alarm was found on: (B)(6) 2025 11:01:04.000. Power loss alarm was found on: on (B)(6) 2025 11:01:58.000, on (B)(6) 2025 11:02:06.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Upon checking on the power data/detail trace file, low battery alert was expected since the battery in the pump is low on power. The customer had used a low power battery. Pump error 23 alarm and power loss alarm were expected since the battery was removed for more than 10 minutes. No unexpected low battery alert, pump error 23 alarm and power loss alarm noted during testing. Sensor expired alert (794) was found on: (B)(6) 2025 08:58:47.000, on (B)(6) 2025 09:08:00.000. Sg calibration error (776) was found on: (B)(6) 2025 12:22:43.000, on (B)(6) 2025 17:18:43.000. Sensor error alert (801) was found on: on (B)(6) 2025 17:44:14.000, on (B)(6) 2025 21:27:49.000, on (B)(6) 2025 23:27:50.000, on (B)(6) 2025 01:32:48.000, on (B)(6) 2025 03:32:49.000, on (B)(6) 2025 05:37:50.000, on (B)(6) 2025 05:47:00.000, on (B)(6) 2025 07:42:50.000, on (B)(6) 2025 07:52:00.000, on (B)(6) 2025 17:30:22.000, on (B)(6) 2025 19:35:22.000, on (B)(6) 2025 21:40:22.000, on (B)(6) 2025 23:40:25.000. Lost sensor 1 alert (780) was found on: (B)(6) 2025 18:56:00.000, on (B)(6) 2025 12:59:00.000, on (B)(6) 2025 00:12:00.000, on (B)(6) 2025 00:22:00.000, on (B)(6) 2025 07:45:00.000, on (B)(6) 2025 00:38:00.000. Lost sensor 2 alert (781) was found on: (B)(6) 2025 13:20:00.000, on (B)(6) 2025 00:39:00.000, on (B)(6) 2025 01:34:00.000, on (B)(6) 2025 01:44:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor expired alert, sg calibration error, sensor error alert, lost sensor alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.63 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.